Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery/malfunction alarm malfunction were verified and a different issue was identified. The alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted form 20% to 5% suddenly and the pump shut off. The pump was connected to a power source and the customer was having difficulty charging the pump. In addition, the customer received a temperature alarm and a malfunction alarm. There was no impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.